Event description:
The customer reported that during a roux-en-y gastric bypass, bleeding less than 250cc occurred although an end tone, indicating a completed seal cycle, was heard. The bleeding was stopped by over-sewing the area. The surgeon continued to use this same device for the remainder of procedure and there was no injury to the pt.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device was returned, evaluated and found to function within spec. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer's report.